Event description:
It was reported that, during lithotripsy holep procedure, approximately 20cm of the fiber broke off. The fiber was removed. The fiber was replaced, and the procedure was completed with another fiber without patient complications.

Event description:
It was reported that, during lithotripsy holep procedure, approximately 20cm of the fiber broke off. The fiber was removed. The fiber was replaced, and the procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces, therefore the reported event was confirmed. In addition, the fiber tip was degraded, indicative of fiber use. The fiber connector was analyzed, no defects on connector face was found. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break.